Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 ca were difficult to operate and unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that then pen needle would not attache securely to the pen and that some of the pen needles would not release insulin during injection. Event description per snow verbatim states: from phone call on 2020-11-12 16:00:25: left message for consumer to call back to verify address. Consumer reported, he cannot attach his pen needles to his pens stated, he is using, triseba and atitra. Stated, when he tries to attach the non patient end, it just keeps turning. Stated, some of his pen needles will not release insulin when taking injection. Stated, he's had the different issues many times out of this box".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2/26/2021. H.6. Investigation: customer returned (4) open 4mm, 32g pen needles from lot#: 9344160. Customer states that the pen needle would not attach securely to the pen. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent the pen needle from properly attaching to a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 ca were difficult to operate and unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that then pen needle would not attache securely to the pen and that some of the pen needles would not release insulin during injection. Event description per snow states: from phone call on (B)(6) 2020 16:00:25: left message for consumer to call back to verify address. Consumer reported, he cannot attach his pen needles to his pens stated, he is using, triseba and atitra stated, when he tries to attach the non patient end, it just keeps turning stated, some of his pen needles will not release insulin when taking injection. Stated, he's had the different issues many times out of this box".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 ca were difficult to opperate and unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that then pen needle would not attache securely to the pen and that some of the pen needles would not release insulin during injection. Event description per snow verbatim states: from phone call on (B)(6) 2020 16:00:25: left message for consumer to call back to verify address. Cl consumer reported, he cannot attach his pen needles to his pens stated, he is using, triseba and atitra stated, when he tries to attach the non patient end, it just keeps turning stated, some of his pen needles will not release insulin when taking injection. Stated, he's had the different issues many times out of this box".